Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient contact that a cycler set had leaked all over the floor. Upon follow up, the contact confirmed the reported fluid leak event on the cycler set but could not recall the date of the event. The leak reportedly occurred early in treatment, during fill 1. There was no alarm from the cycler. The contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient contact confirmed that the patient was trained on performing stat drains, as well as manual pd therapy if needed, and stated the patient was able to complete pd treatments on the cycler using new supplies. The contact confirmed that the patient was continuing pd therapy on the cycler without reoccurrence of the reported event, and the cycler set was not available to be returned to the manufacturer for evaluation as it was discarded.